Event description:
Customer's spouse reported that customer received blood glucose readings with the freestyle meter of 104 and 85 mg/dl. Customer began to experience hypoglycemic symptoms (sweating and clammy). Paramedics were called and blood glucose readings were taken by the paramedics that were approximately 20 points lower than the freestyle meter. Customer was treated with an IV and glucose was administered to customer. Customer was admitted to the hospital for two days. Testing was conducted on fingers.